Event description:
It was reported the patient was feeling a "buzzing" behind the device, described as an "electrical" feeling. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.